Event description:
Pt with a history of mulitple infections and with failed permacatheters including an infection within days of being implanted 2001, had a positive blood culture for staph epi 11/01 and again in 2002 leading to cannula exchange and then an explant.